Manufacturer narrative:
Information was received form a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a malpositioned cup. After the liner was removed it was noticed that it was scratched.